Event description:
Technical services received a call on (B)(6) 2012 from sales rep. Previous mdt device (not listed in our records) lasted less than 2 years because there was high amplitude programmed on the lv lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).